Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient reported he had a right tha on (B)(6) 2013. Three weeks after surgery the patient started to feel pain, he states he feels the implant is slipping and is experiencing a lot of pain, the pain moves around but it's more towards the hip.